Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested, but is unavailable at the time of this report.

Event description:
The customer reported that a telemetry patient was found unresponsive on (B)(6) 2017 at 17:00 with no pulse and staff said no alarm was heard at the information center. No alarms or other data were recorded at the central after 15:00 on that date. A telemetry patient was found pulseless requiring emergent care. The patient was subsequently transferred to another clinical unit for further care.

Manufacturer narrative:
The customer contacted the medical technical response center for troubleshooting support. Log file data was submitted and reviewed by philips product support and research and development staff. The data from logs supports that the telemetry device went into a transmitter off state between 14:59 and 15:04 and remained in that state until the patient was found. The rf auto shutoff feature of the device when enabled (default setting) causes the transceiver to stop broadcasting a radio signal in order to prevent interference with other transceivers in use. The condition occurs if there is no ECG signal for 10 minutes and the sp02 sensor cable is not inserted in the sp02 sensorport. The technical alarm "no signal" occurs followed by the "transmitter off" inop at the information center. This behavior is documented in the product instructions for use. This would explain why there was no data found after 15:00. The alarm logs in this version of the information center do not store inop related alarms therefore philips could not demonstrate the presence of the original leads off inop that is the precursor to the no signal and transmitter off inops. The investigation finds the issue is not consistent with a product malfunction. Analysis of log data found that the telemetry device lost communication with the information center at 15:00 and after 10 minutes of no signal, the device entered stopped rf signal broadcast as evidenced by the log finding showing a transmitter off inop was active. This remained active until the patient was discovered at 17:00. Since no signal was broadcast and no monitoring occurring, no data was stored either. The customer did not request device testing and has already returned the products involved into clinical use. The device is considered to be a factor in a delay of response to the patient based on the fact that a 2 hour timeframe of no monitoring did occur. No patient information provided.